Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tank had mold in it. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Additional information: d4 - serial number, UDI number, and h4 - manufacture date. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection confirmed that there was black dirt inside the tank. It seems that the dark stains inside were caused by the deterioration and wear of the o-ring at the circuit connection. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Due to the dirt inside the tank, the enclosure (casing case) and the ac power cord attached to the enclosure will need to be replaced. At the customer's request, the product was returned to the customer without repair.